Event description:
It was reported that during a procedure, the arthroscopic wand produced metal shavings. The facility was not able to confirm if all shavings were removed. The procedure was completed successfully. There were no reports of any patient injury as a result of this event.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution. As the complaint device was not returned, a conclusive root cause could not be determined and the reported event could not be confirmed. A review of the DHR for the reported lot/serial number supports that the device is unlikely to have been released from stryker with the reported failure mode. The reported event could be attributed to: use error (including user methods and technique), ancillary equipment error (including all equipment and devices other than the complaint device). The reported event will continue to be monitored through post-market surveillance. Instructions for use (IFU): ¿reprocessed arthroscopic wands are contraindicated for surgical or arthroscopic procedures where a conductive solution (e.g. Saline, ringer¿s lactate) is not used as an irrigant.¿ ¿do not use the arthroscopic wand or electrode without the tip being completely surrounded by conductive irrigant solution.¿ ¿high frequency electrosurgical equipment may interfere with operation of other equipment. Keep monitoring electrodes as far as possible from the surgical electrodes.¿ ¿it is important to use only conductive irrigant solution and to ensure proper irrigation of the arthroscopic wand or electrode tip during activation.¿ ¿in appropriate use may result in shock and burn hazards to both patient and physician, or damage to medical equipment.¿ ¿activating an electrosurgical device when it is not in contact with target tissue may cause capacitive coupling and inadvertent burning.¿ ¿while it is normal to observe bubbling during activation of the electrodes, avoid accumulation of bubbles in the joint area, as this could diminish device performance or result in overheating and possible injury to surrounding tissue.¿ ¿the suction function is designed to remove bubbles and/or small pieces of tissue and not large-volume suction.¿ ¿always ensure adequate flow and circulation of conductive solution to prevent overheating of solution that could result in tissue damage.¿ this report is being filed due to material from the device falling into and being left in the patient.